Event description:
Vns patient developed an infection at the neck incision site. Shortly after initial implant surgery, a suture from the neck incision popped open. Treating neurosurgeon placed another suture at that location, after which unusual granulation tissue formed. More than two months after the additional suture was placed, the area began to show signs of infection. Both the lead and generator were explanted due to infection. Review of manufacturing record s for both the pulse generator and the bipolar lead revealed no anomalie that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported event.